Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. Microscopic examination of the balloon revealed a 8mm tear in the balloon material. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based device analysis completed on 14-jan-2016. It was reported that crossing difficulties on placed stent was encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a guide wire crossed the lesion, a 2.50mmx15mm nc emerge® balloon catheter was advanced for pre-dilation. The lesion was checked with intravascular ultrasound (ivus), then a 2.5x38 promus premier drug-eluting stent was deployed and ivus was performed again. The balloon catheter was attempted to advance again for post-dilatation but was unable to pass through the previously placed stent. The procedure was completed using a 2.5mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed longitudinal balloon tear.